Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a bottle of ivig with primed tubing was connected to the patient ready to be administered, but when the nurse turned to start the pump, there was wetness on the bottom. When opening the pump, droplets were coming from below the upper fitment. The infusion set was switched and the patient lost approximately 25-35ml of ivig. There was no patient harm.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that a bottle of ivig with primed tubing was connected to the patient ready to administer 100 grams of medication (rate was to be increased every 15 minutes to a maximum rate of 400 ml/hr). When the nurse turned to start the pump, there was wetness on the bottom. When opening the pump, droplets were coming from below the upper fitment. The infusion set was switched and the patient lost approximately 3.5-4mg (35 ml) of ivig. There was no patient harm.